Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 320mg/dl on customer's meter and 49mg/dl on professional meter. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.